Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference dreamstation auto CPAP device.the device was returned to third party service center. The patient has alleged to device and modem are enough burned. There was no report of serious patient harm or injury. Medical intervention was not specified by the patient. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.